Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece overheated. It is unknown by the customer if there was patient involvement or adverse consequences associated with this event.